Event description:
Caller alleged inratio reported low test results. On friday, customer tested self twice and obtained inrs of 1.1 and 0.9. Increased coumadin dose. Saturday, 2.30 pm, inr result was 4.8. Skipped coumadin dose sunday obtained inr results of 3.2 no corresponding lab tests were performed.